Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The damaged housing was replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit will not lock. Damaged housing. Unit did not fall over. There was no report of patient involvement.